Manufacturer narrative:
Concomitant medical products: 5076-58, lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged about three months post implant and that the patient had fainted. A lead was reprogrammed and a lead revision was scheduled. During the lead revision, it was found the rv lead tip was near the tricuspid valve. The rv lead was then repositioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.